Manufacturer narrative:
Analysis of the pump found a feedthru anomaly of shorting across the insulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal morphine 20 mg/ml at 6.994 mg/day. The patient heard their pump beeping and went to their managing physician's office. The pump was read and the logs showed two motor stalls without explanation. The first motor stall occurred on (B)(6) 2016 at 06:50 and recovered at 07:23. Another stall occurred at 08:17 on the same day, and it recovered at 08:26. The cause of the motor stalls was not determined, and they had not resolved as of (B)(6) 2016. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.